Event description:
Event as described by customer via medwatch report (B)(4). "Patient had masimo o2 probe on foot. When removed to rotate site, patient had red mark/abrasion/blister on foot. Treatment required for several days."

Manufacturer narrative:
In the report submitted by the hospital, the customer states that "treatment was administered for several days." Investigation into the type of treatment administered revealed the use of aquaphor. The treatment administered does not qualify as medical intervention per the definitions listed in 21 cfr part 803.3. Per the directions for use (dfu) accompanied with the sensor masimo clearly alerts the end user of the following: the site must be checked at least every eight hours to ensure adequate adhesion, circulation, skin integrity and correct optical alignment. Circulation distal to the sensor site should be checked routinely. Exercise caution with poorly perfused patients; skin erosion and/or pressure necrosis may occur. During low perfusion, the sensor site needs to be assessed frequently for signs of tissue ischemia, which can lead to pressure necrosis. In conducting our investigation, masimo was unable to confirm that the device was used in accordance with dfu.